Event description:
Boston scientific crm received information that the implantable cardioverter defibrillator (ICD) in association with this transvenous defibrillation lead exhibited an appropriate latitude red alert for one low shock impedance value of < 20 ohms. All previous shock lead imepdances had been stable and within normal limits. It was not determined at the time of this report, whether there was a lead issue or if electromagnetic interference (emi) while the daily measurement was run had occurred. The physician opted to not perform a synchronized maximum energy shock to determine whether there were a short in the system at this time. Troublshooting was recommended. There were no reports of adverse patient symptom associated with these clinical observations.

Manufacturer narrative:
To date, information suggests that these medical devices remain actively in service without further issue. If new information becomes available, this report will be further evaluated and updated.